Event description:
It was reported that the right atrial lead could not be repositioned. Further follow-up revealed that the lead had dislodged following a fight where the patient had been hit in the chest. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor, a breached cut and cosmetic depression on the outer insulation, and the helix was distorted/bent. There was blood in/on the helix mechanism sleeve head and on the helix mechanism itself and there was apparent explant damage.